Event description:
It was reported that the ventricular assist device (vad) patient was admitted to the hospital with a subdural hematoma and subarachnoid bleeding. The patient¿s international normalized ratio (inr) was at 2.0. The patient is compliant with anticoagulation medication. The patient's anticoagulation is therapeutic. A computed tomography (CT) of the brain/head was performed, and the patient¿s anticoagulation medication was changed. No other intervention was performed. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and for investigation completion. Product event summary: (B)(6) was not returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed no anomalies over the analyzed period. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding and neurological dysfunction are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced sepsis and multi-organ failure and subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: (B)(6) was not returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed no anomalies over the analyzed period. Of note, information provided by the site indicated that the patient's cause of death was intracranial bleeding, sepsis and multi-organ failure. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding, neurological dysfunction, sepsis, multi-organ failure and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.